Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had solid white display. The blood glucose level was unknown at the time of incident. The troubleshooting was performed for the solid display. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.